Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from a pin sized hole in the port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: 09/12/2017 to 09/13/2017. The device was received for evaluation. A visual inspection was done under normal room conditions and no defect could be identified of the reported issue by initial inspection. Upon functional testing observed leakage from the spike port at the spike port cap of both samples and the reported issue was confirmed. During functional testing observed a spike port cap leak from both samples that verified the reported issue of a spike port leak. The reported issue was confirmed. The cause was undetermined. A batch review was performed. There were no deviations noted during manufacture of the product. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.